Event description:
It was reported that there was a disconnection between two (2) titanium adapters and the minicap transfer sets. This occurred at the initial dressing change for two new catheter insertions. The non-baxter catheter was required to be shortened and a new titanium adapter and transfer set were connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.